Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer passed away in comfort care on (B)(6) 2018. The cause of death was hypoglycemia. The caller stated that the customer¿s hypoglycemia and low blood pressure may have led to their passing. The customer¿s blood glucose was unknown at the time of death. The customer was not wearing the insulin pump at the time of death; the customer's doctor discontinued insulin pump therapy a year prior to the death. The physician wanted to control the customer's blood glucose manually. The customer was not using sensors. The caller agreed to return the insulin pump for analysis.